Event description:
It was reported the plastic around the battery of a flo-gard pump "was hot and there was fumes and odor". The pump was plugged in at the time but not in use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. It could not be confirmed through visual inspection of the photo. It was noticed there were signs of fluid/contamination on the outside of the case housing. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.